Manufacturer narrative:
Analysis results not available at the time of this report. An additional report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The rep reported that while doing stage 1 new implant on the day of the report, they were unable to advance the lead into the ins, further stating that the lead went in most of the way but was getting stuck on the last part near the last electrode. The rep stated that the physician tried numerous times to try and insert the lead but was unsuccessful when twisting the ins, twisting the lead and using surgical instruments. Rep stated that a new ins was used and the lead went in without an issue. No patient medical symptoms were reported. No further patient complications were reported/anticipated as a result of this event.